Manufacturer narrative:
Occlusion is labeled in the IFU. Top cap difficulty is not specifically labeled in the IFU. Event eval: still under investigation.

Event description:
Difficulty collecting the top cap and the radiologist said that the grey introducer felt like it was 'catching' somewhere, possibly graft but unsure. Deployment was per IFU over a lunderquist wire. The renu extension was being implanted to address a type 1 endoleak from a previous zenith device. Device was positioned and deployed over a lunderquist wire with the trigger wires removed per IFU. When top cap was being collected it was difficult for the radiologist to progress the grey introducer up to meet the top cap. Radiologist said introducer was catching on distal section of the just implanted stent. No stent movement was observed on imaging. At the same time the surgical registrar appeared to be pulling the top cap down and was asked by radiologist to stop doing this. Grey introducer and inner cannula of top cap were pushed back up together by radiologist. On imaging, to cap did not appear to catch bare metal stents during this action and grey introducer and top cap were removed without further incident or difficulty. Coda balloon was inflated in the stent distal to renal arteries and successfully removed. Contrast run after deployment it appeared that the right renal had been covered but the left renal artery still looked patent. Radiologist attempted to cannulate the right renal artery from left brachial approach, unsuccessfully. Another contrast run completed and noted both renal arteries now covered. Case proceeded to laparotomy for an iliac-renal bypass to provide blood flow to the left kidney.